Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the problem was resolved by replacing expiratory cassette membrane. Identification of issue has been done by analyzing problem description and service report. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as the initial description may represent a reportable event. There were no additional details provided. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).